Event description:
Boston scientific received information that this implanted system triggered an alert notification for both a high out of range shock impedance and high out of range pace impedance measurement and an indicator that the therapy had been programmed to something other than a monitor plus therapy set-up. Attempts to attaining additional information have been unsuccessful to date.

Manufacturer narrative:
Should additional information be received, then event will be further updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates the device has since been replaced. No allegations against the boston scientific product were reported at the replacement procedure. It was communicated the patient needed an upgrade to a crt-d device for therapy purposes. The associated rv lead remains implanted and in service with the new device. The explanted unit was given to the patient thus will not be returned for lab analysis. No further information provided regarding the previous red alert. All measurements with the new system were confirmed acceptable.